Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. Upon removal, patient reported that he did not notice a wire leave his skin nor did he see one attached to the sensor pod. The patient stated that they believed there was still a small sensor wire lodged inside his body and he continued to experience moderate discomfort at the insertion site. It was also reported that when palpitating the site, they could feel a hard tip underneath the surface of the skin. On (B)(6) 2018, the patient saw their primary care for an x-ray which confirmed the presence of the retained sensor wire. On (B)(6) 2018, an ultrasound was performed to determine the position of the retained sensor wire in the body. The patient reported that the pain worsened prior to the wire being surgically removed on (B)(6) 2018. No operative or post-operative complications were reported. At the time of last contact, patient reported to feel moderate pain and discomfort. No additional patient or event information is available. No product or images of the x-rays were provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4)